Event description:
The dealer reported that the bearings are pulling away from the wheels and that the wheels are cambering. It is unclear if the wheels are the approved wheels by invacare for this wheelchair.